Event description:
A surgeon reports one patient with an over correction following custom lasik surgery. Patient records were provided and indicated this patient experienced a 2-line loss of bcva in the left eye at the 3-month postoperative exam. The patient reported halos, bad night driving and headaches. An enhancement was performed 5 months following the initial surgery. During the post enhancement period, the patient reported dryness, starbursts, glare, blurry vision, headaches and he could no longer drive at night. Following the enhancement, the patient's bcva fluctuated for approximately 4 months. At 5 months post-op enhancement, the patient's bcva was 20/25 in the left eye.

Manufacturer narrative:
A surgery database performance verification was conducted on this system and the analysis determined that the laser performance factors analyzed were operating within specification during both of this patient's procedures. Determination of root cause: assessment: the conclusion of the device investigation indicates, the system performed within specifications during this patient's surgery. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection were reviewed. No pre-operative tear assessment was documented and the topographies showed an asymmetric astigmatism pattern in both eyes, left eye greater than the right. Patient selection was questionable as the patient had a preoperative pterygium on the left cornea. Pytergiums are an abnormal wedge-shaped growth extending from the conjunctiva onto the cornea and can affect corneal stability. Post-operatively, there seemed to be an increased variability in the residual refractive error. Patient responses to sujective testing were also inconsistent and could have an impact on the pre and post-operative refractive error as well as visual acuity measurement (bcva). Post-enhancement, the patient's complaints of poor night vision can be associated with the residual refractive error. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the over correction and decreased bcva. However, the potential non-product related factors mentioned above may have been contributors. This report mailed in to FDA on: 08/04/2006.